Manufacturer narrative:
Correction: the information received by bd was further evaluated by those qualified to make a medical judgment and have reasonably concluded that the device did not cause or contribute to a death or serious injury. Furthermore, the reported malfunction would not be likely to cause or contribute to a death or serious injury, if it were to recur. Please disregard this report.

Event description:
It was reported that the device had iui female (left) pin bent. There was no patient involvement.

Event description:
It was reported that the device had iui female(left) pin bent. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.